Event description:
Edwards received information that this bioprosthetic valve, implanted approximately fourteen (14) years ago, was explanted due to severe aortic stenosis. The explanted device was replaced with another edwards bioprosthetic heart valve. Patient tolerated procedure well.

Manufacturer narrative:
Additional manufacturer narrative - report of edwards aortic bioprosthetic valve stenosis after approximately 14 years, patient received replacement valve. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth, etc.). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.